Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the mega suturecut needle driver instrument didn't cut, was broken. There was no reported injury.